Event description:
It was reported that a signal loss over one hour occurred. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).